Event description:
It was reported the pt experienced a loss of therapeutic effect and acute pain after a bad car accident in 2008. Since then, the pt has had to use a walker. She lifted a walker in and out of the car on several occasions and has had pain since then. The pt was at home at the time of the report and redirected to contact the physician. Add'l info has been requested from the hcp, but was not available as of the date of this report.